Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information. Patient clarified that on (B)(6) 2018, they had an unrelated surgery and requested doctor to remove the device. The circumstances that led to the issue were device never gave patient much relief; (B)(6) 2018, they had an unrelated surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was removed because the therapy was doing him no good and never did much for him. The lead was left implanted. The patient had titanium placed in his back. The ins was removed sometime in (B)(6) 2018. No further complications were reported.